Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019 . The field service engineer (fse) replaced the external o2 sensor to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported the o2 accuracy was out of specs during testing. There was no patient involvement.